Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they received their replacement recharger; however, every time they press the up button to increase their stimulation they see settings not available cannot provide desired intensity settings. Patient confirmed implant was charged to 80% and controller was charged to 100% and noted the message appears in all 3 groups, a, b, and c. Agent reviewed message and the patient was redirected to their manufacturer representative (rep) and healthcare provider to further address. No symptoms were reported. It was reported that there were high impedances, loss of stimulation and return of pain. Patient was getting "out of regulation" and "settings not available". The rep programmed around the impedance electrodes. Patient states no falls, slips, trips. Patient states unable to increase stimulation starting a few weeks ago. Mdt programmed around impedances and was still able to get coverage of painful areas. Patient is now able to increase settings on the remote without getting an error message. Hcp notified.